Manufacturer narrative:
Additional information g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the two surgical instruments could be observed at the surgical site in an image provided. No suture could be observed in any of the images provided, thus the condition of the reported device could not be evaluated. It was reported that on post-operative laparoscopic myomectomy, when the intraperitoneal cavity was checked using a second-stage laparoscopy, there was an adhesion of the small intestine due to the exposed barb of the barbed suture. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter on post operative laparoscopic myomectomy, when the intraperitoneal cavity was checked using a second-stage laparoscopy, there was an adhesion of small intestine due to exposed barb of the barbed suture. Physician believes that the cause is that the peritoneum sutures are not properly placed. Detachment was done by using forceps and there were no problems with the small intestine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.